Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 3 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, batch: ab2259. Common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, batch: ab2259.

Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed high impedances on one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is liable.